Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump was not working. The customer's blood glucose at the time of incident was over 500 mg/dl. The customer reported that they had high blood glucose because insulin pump was not delivering insulin and time on it was off. The insulin pump will not be returned for analysis.